Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received an erroneous result for one patient sample tested with the elecsys ft4 iii assay on a cobas 8000 e 801 module. An aliquot of the sample was processed on a modular pre-analytics system and then measured on the e 801 analyzer, resulting with a ft4 value of 2.6 ng/dl. This initial value was reported outside of the laboratory to the clinician. The sample was repeated using the primary sample on another analyzer, resulting with a ft4 value of 15.3 ng/dl. No adverse events were alleged to have occurred with this patient. The ft4 reagent lot number and expiration date were asked for, but not provided. A system reagent syringe was checked.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.